Manufacturer narrative:
(B)(4) evaluated 2 opened and used reservoirs. Analysis inspected reservoirs, snap-cap, and septum for anomalies. None were found. Analysis ran occlusion test. The reservoir was filled with diluent, and connected to a new infusion set. Analysis installed reservoirs and connector into an insulin pump. Performed pump manual prime. Analysis was not able to flow fluid through infusion set and out catheter tip. Conclusion was reservoirs were occluded.

Event description:
The customer reported via phone call that the reservoir had issue. The customer's blood glucose was unknown at the time of incident. The reservoir will be returned for analysis.